Event description:
Rn (registered nurse) attempted to place corpak and patient began coughing and spo2 dropped to 82%. A bedside kub (kidney, ureter, and bladder x-ray) was performed that showed the corpak in the right lung with an obvious right sided pneumothorax.